Event description:
The customer reported that they observed a leak, of what appeared to be wash buffer solution, from the wash buffer reservoir of an access 2 immunoassay system. No patient results were involved in this event. There was no modification to patient treatment associated with this event. Personnel interfacing with the instrument were wearing personal protective equipment and no injuries were reported. No personnel sought medical attention. Although the leak had the potential to pose a slipping hazard, there were no reports of death or injury associated with this event. There was a exposure control plan in place at the facility and the material safety data sheet was reviewed.

Manufacturer narrative:
Beckman coulter inc. Service was dispatched to the site on (B)(4) 2012 for this event. The field service engineer (fse) replaced the leaking wash buffer reservoir. Upon completion of the necessary repairs the instrument was returned back into operation. The cause of this leak is a broken wash buffer reservoir. (B)(4).